Event description:
Customer stated that he was unable to fill tubing. Customer stated that he had to push hard. Customer also mentioned having an infection at the insertion site and stated that he got pus pockets. It was noted that low blood glucose readings may be caused by the infection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.